Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting device is an instrument and is not implanted/explanted. Device was discarded and not expected to return for investigation reporter telephone number not available. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history review: part number: 492.200 lot number: l244580 manufacturing location: (B)(4). Release to warehouse date: december 23, 2016 no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported three (3) kirschner's needle (k-wire) broke intraoperatively on (B)(6) 2017, during bending of the wires during a patellar fracture repair. The broken pieces from the devices were removed from the patient and the procedure was completed using a new k-wire. No surgical delay or patient harm was reported. Patient status is unknown. This is report 3 of 3 for (B)(4).